Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the attachment of foreign matter at the electric junction or the attachment of moisture. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. However, a field service engineer was on site and repaired the device. The fse cleaned the plug connections. After cleaning, the error was corrected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a b30(scope communication error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.